Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. The guidewire used with the catheter was not returned. Visual inspection revealed no anomalies with the balloon section. The inflation port and proximal lumen were inspected under microscopy and the inflation port shaft appeared to be perforated. The inner shaft under the manifold appeared to be perforated. There was crystallized substance (appeared to be saline) found in the catheter as well. There were no issues observed with the coating and no other anomalies were observed. During functional testing, the 0.014" demonstration guidewire was introduced and advanced through the catheter proximal end without any difficulties. During inflation testing, the inflation device filled with water was connected to the catheter inflation port. The balloon failed to inflate with because of the perforation/holes in the balloon and water leaked out of the guidewire port. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible that the damaged the inner shaft under the manifold during the procedure which caused the leak and resulted in the balloon failing to inflate. However, based on the information currently available and device analysis, a definitive cause of the reported balloon catheter shaft leak could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.